Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm, unexpected restart and external ram crc error alert. The customer¿s current blood glucose level was 191 mg/dl. The customer reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 455 mg/dl. The customer experienced symptoms such as diarrhea and vomiting. The customer was treated with insulin drip, insulin pump and manual injection. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump had battery and motor errors also. The drive support cap was normal. The insulin pump will return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. No battery alarms noted. Unit was received with reservoir tube lip completely broken off. Unable to perform displacement test, displacement accuracy test, occlusion test or basic occlusion test due to broken reservoir tube lip. Unit passed self-test, unexpected restart error test and rewind, no motor error alarms, external error alarms or unexpected restart alarms after battery change noted were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked lcd window and minor scratches on lcd window.